Event description:
Device would not charge past 30 joules and the screen went blank and all power was lost. When battery was charged the screen would light up half way and when the monitor charged the screen would go blank and all power would be lost. Batteries were charged from the charger and after 3 attempts the unit worked.